Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time on the machine was incorrect. A technical support specialist (tss) had dialed into the station and verified the system. The tss corrected the system time in the background and communicated with the customer through email to confirm resolution. The tss received confirmation from the customer that the time was displaying correctly. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the time on the machine was incorrect. Nurses were unable to remove newly ordered medications from the pyxis system due to a 10-minute time discrepancy between the device and actual time, causing a delay. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.